Event description:
Customer reported when the nurse call cable is plugged into the nurse call outlet, it does not have tight fit causing the nurse call cable to fall out. Customer discovered issue during set-up but did not provide a date. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that when the nurse call cable is plugged into the nurse call receptacle the connection is loose. The nurse call light does not go come on at the nurse's station. Unit does not go into voice only or mute modes because the nurse call is not working. The nurse call receptacle is loose and the dust covers are cracked. (B)(4).